Event description:
It was reported that the touchscreen intermittently timed out too soon. Reportedly, the touchscreen intermittently returned to the lock screen after delivering a bolus. Customer's blood glucose level was 149 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.